Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phaco tip was received for the report. The returned sample was visually inspected and found to be nonconforming with foreign material inside bevel of the phaco tip. Wear was observed on the threads, flange and nut corners. The foreign material was sent to the particulate lab for analysis. Particle analysis found the foreign material comprised of elements (carbon, oxygen, sodium, aluminum and chlorine) and visual characteristics suggest the foreign material to be dried salt. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The returned sample was found to be visually nonconforming with foreign material inside the bevel of the phaco tip. Particle analysis found the foreign material to be dried salts. Dried salt is not a material that is used in the phaco tip manufacturing process or in the packaging process of the phaco tip. How and when the dried salt got inside the bevel of the phaco tip cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The most likely root cause is surgical material during use. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in h.6 and h.11. Upon further assessment, issue was confirmed with phacoemulsification tip. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred at ultrasound during cataract surgery with intraocular lens implant. The surgery was completed after the product was replaced with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).